Manufacturer narrative:
H.6. Investigation: a device history review was attempted for lot number 8325005. Our records were not able to verify this lot, preventing us from conducting a DHR review. Additionally without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It was reported that an unspecified bd intima ii catheter experienced leakage during use. The following information was provided by the initial reporter: the patient used the closed intravenous indwelling needle during infusion on (B)(6)2019. When the indwelling needle was found to leak during infusion, it was immediately replaced, it was causing the patient to suffer from the second puncturing

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd intima ii catheter experienced leakage during use. The following information was provided by the initial reporter: the patient used the closed intravenous indwelling needle during infusion on (B)(6) 2019. When the indwelling needle was found to leak during infusion, it was immediately replaced, it was causing the patient to suffer from the second puncturing.